Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit the fse was not able to replicate the reported issue. The fse performed calibrations to the factory specifications in addition to electrical, safety, and functional tests. The unit has been cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center (B)(6).

Event description:
It was reported that the pressure line on the cs300 intra-aortic balloon pump (iabp) was not working. It is unknown under which circumstances the event occurred; however there was no patient involvement and adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.